Event description:
Case mgr called lfs in 2002 alleging that their pt's meter would not power on. She explained that the meter has not powered on since last year. Medical affairs specialist called pt the next day and pt explained that during this last year, a nurse had been testing their blood glucose level daily with their meter. Pt explained that they were feeling like they had shortness of breath and poor circulation. Pt decided to go to the e.r. Pt was taken to the e.r. And admitted for pneumonia and heart related conditions. Pt was released 1 week later. Pt explained that their blood glucose levels were normal and the incident was not due to their diabetes. The customer svc rep walked pt through checking that the batteries were good and that they were correctly installed (plus and minus signs aligned correctly). The meter did not power on. Customer svc rep replaced the meter and control solution.